Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient¿s height: (B)(6), bmi (B)(6), patient case number (B)(6). (B)(4). The patient has the devices so they will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 04.034.552s, lot#: 7063322 (sterile) - 10mm ti cann tibial nail-ex/ prox bend 360mm-sterile. Quantity (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with devices on (B)(6) 2015 for a tibial fracture. On (B)(6) 2016, all of the hardware devices were explanted due to pain; the explanted devices were all intact. The surgery was completed successfully with no delay. The patient was stable following the surgery. This report is 2 of 5 for (B)(4).